Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the long bipolar grasper had exposed wires at the tip. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer didn't provided any information about the issue reported.